Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012152076 was returned and analyzed. Visual inspection showed that the guidewire lumen was received extended, and no damage to the array loop assembly was observed. The capture device was received separated from the catheter. The shaft was received kinked at the distal edge of the handle tip. X-ray imaging confirmed that the shaft is kinked at the proximity of the handle tip edge and showed the guidewire lumen is kinked and the steering wire bent at the same location. No braided wires at this location was broken. Electrode wires appear to be squeezed between the guidewire lumen and the internal wall of the shaft. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a third of the total slide. The shaft was re-align ed, consequently the guidewire lumen and the steering wire, and sliding control knob retested. The sliding mechanism retrieve a normal functional state and it was possible to retract the catheter back and to extend to full stroke of the sliding distance. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function is normal, with the distal catheter tip responding with approximately 170 degree rotation in both directions but slightly out of plane due to steering wire being bent. After shaft re-alignment, x-ray imaging showed the guidewire lumen still kinked but less severe, and the steering wire appeared slightly bent. X-ray imaging didn't show any issue with the slide assembly nor the steering mechanism. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator, and therapy deliveries were successfully performed. In conclusion, the pfa catheter failed the returned product inspection due to shaft kink, guidewire lumen kink, and steering wire kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide button of the catheter was unable to be pushed past one third of the handle. The catheter was turned counterclockwise and slowly retracted into the sheath, but it could not be fully pulled in; only half of the electrodes were in. The slide allowed the catheter to be advanced over the wire, be pulled into the sheath, and out of the patient. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.